Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 567 mg/dl, 537 mg/dl. The customer reported that they had insulin flow block alarm during bolus. The customer was assisted in performing fill cannula and insulin exited. It was reported that the high pressure test was performed and was passed. The insulin pump will not be returned for analysis.